Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump has a blank display and after battery changes the display is still blank. Customer does not recall any significant events leading to the error. Customer's blood glucose was 336 mg/dl at the time of incident and customer went to hospital for their high blood glucose. It appears that blood glucose did not go to 400 mg/dl or over 400 mg/dl. Troubleshooting was done for blank display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.